Event description:
It was reported that the patient had an allergic reaction during the trial phase. The healthcare provider confirmed that the patient had an allergic reaction at the lead site during the trial phase. The lead was explanted and the patient recovered without sequela.

Manufacturer narrative:
.